Manufacturer narrative:
D10 concomitant devices: (B)(6), 02-022-45-1505 - truliant tib fit tray cem sz 1.5f / 0.5t, (B)(6), 02-020-11-0215 - truliant ps cem fem ps cem left sz 1.5, (B)(6), 200-02-29 - three peg patella 29mm, (B)(6), 201-78-15 - holding pin mini sharp point 4 pk, (B)(6), 203-96-66 - fan sawblade ez2212f.m63 90x22 1.19mm strkr 5/6/7. The product associated with the reported event is within the scope of recall z-0023-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 31 months after a total knee replacement procedure, the patient has experienced prosthesis wear, pain and debilitation, and suffered other injuries presently undiagnosed; incurred expenses for doctors, hospitals, surgeries, nurses, and other reasonably required and medically necessary supplies and services; unable to attend regular employment, diminished earning capacity; special (economic) damages; general (non-economic) damages. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
Recall number: z-0023-2022 this follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: h6. The reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear and/or inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.